Event description:
A consumer reported that two years following bilateral intraocular lens (iol) implant surgery, opacification of the iol in the left eye was noted. In a follow up, the surgeon reported the pt reported decreased visual acuity. Posterior capsule opacification was noted in both eyes and a yag laser procedure performed. The surgeon reported the event continues. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. We are unable to confirm product damage without evaluation of the physical product. Results from the product and batch history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).